Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated proximal left anterior descending artery (lad) and the pre-dilated restenosed proximal circumflex with two xience v stents. In 2009, the patient experienced exertional angina. Three days later, angiogram results revealed 95% in-stent restenosis within the proximal lad and proximal circumflex. The proximal lad was treated with cutting balloon angioplasty only, and the proximal circumflex was treated with cutting balloon angioplasty and placement of another company's drug eluting stent. The patient was discharged home the following day. There is no additional patient or event information available.

Manufacturer narrative:
The second xience v 3.0 x 12 mm(lot# 8071561) is being filed under the same manufacturer number. Angina and restenosis as listed in the IFU, are known adverse events associated with stenting. Additionally, angina, restenosis, and hospitalization are listed in the risk assessment and are not necessarily an indication of a product quality deficiency. There does not appear to be any indications of a sds quality deficiency. It is possible that the angina is a secondary effect of the restenosis, which was treated with cutting balloon angioplasty and hospitalization. A conclusive root cause cannot be determined.